Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of accuracy was not confirmed during testing as the device fell within the published +/-6% specification on four separate trials. However it was recommended the expulsor be replaced for preventative. The physical condition of the device was in excellent condition. Additional information updated h 6 and b 3

Event description:
Summary of device evaluation in h 10. Additional information -no patient injury, updated date of event to (B)(6) 2021.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under infusing. No adverse effects were reported.